Event description:
Reportedly, the surgeon fired the instrument with a 60 3.5 mm reload across the stomach. The staples formed on the first two squeezes of the instrument handle and the remaining staple line did not form. Therefore, the procedure was converted to an open procedure to complete the case. Procedure: lap take down of adhesions. Pt status: no pt injury reported.